Event description:
The event is reported as: alleged issue: the stapler was used by a veterinarian for a spay/neuter. The trigger has jammed and therefore the staples will not dispense. The animal was not harmed. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.